Event description:
Pt in skilled nursing unit was restrained with posey vest. Managed to roll between upper and lower side rails. Was found in a kneeling -type position partially suspended by posey vest strap. Vest was tight around waist; was not constricting neck or upper body. Bed check monitor was in use with edgesense ultimat pressure sensitive strip. Alarm did not sound when pt moved off mattress. Pt was found without pulse or respiration. Was a "do not resuscitate" pt. Unknown whether constriction around waist contributed to pt's death. Malfunction of edgesense ultimat strip confirmed by hosptial's biomed dept. On 05/12/2000.